Manufacturer narrative:
Correction: h6 coding should have been unexpected medical intervention.

Event description:
New information that programming changes were made and patient condition was stable.

Event description:
It was reported that the patient presented in arrhythmia. Device interrogation revealed failure to capture on the right ventricular (rv) lead. No changes or interventions were performed they will continue to monitor. The patient was in stable condition.